Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided, and they experienced a low blood glucose (bg) level of 25 mg/dl. It was reported that the customer was stacking insulin for high blood glucose (bg) level, and they were suspending the insulin for the low bg which was creating a roller coaster effect. The customer changed their infusion set and cartridge to address the high bg, and they consumed glucose tablets to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.